Event description:
The customer reported that while running an antibody screening assay, summit sample handler, failed to dispense sample in all positions except a7, g7 and h7. In these 3 wells there was less sample than required. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.